Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. The white tether wire was unbundled. The stainless wire had been retracted through the septum on the t-lock extension set and the stylet extended 47.5cm from the distal tip of the funnel that was attached to the t-lock extension set. Two obvious kinks were observed in the polyimide tubing. A microscopic examination of the polyimide tubing revealed 6 kinks in the tubing. What appeared to be blood residue was observed within the polyimide tubing. A break was observed in the polyimide tubing near what appeared to be the conductive epoxy tip. The polyimide tubing was 6.85cm in length. The wall thickness of the polyimide tubing was within specification. It was reported that the PICC did not progress during insertion. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported during PICC insertion the catheter did not progress. When removed, the nurse found a fragment of the stylet broken in the tip of the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC insertion the catheter did not progress. When removed, the nurse found a fragment of the stylet broken in the tip of the catheter. No other information was provided.